Event description:
I have had health issues due to my textured implants and probably had hysterectomy due to my implants. My breast hurt, swollen, tingling, loss of feeling in my hands, dry eyes, mucus in my throat, night sweat, bad skin, stomach issues and more. Fluid by my implants. Breast enlarged. Feeling like something coming out of my armpit. Burning, aches, itching, cold. FDA safety report ID # (B)(4).